Event description:
The customer reported obtaining multiple background failures on the hemoglobin (hgb), white blood cell (wbc), red blood cell (rbc), and platelet (plt) parameters during startup involving the unicel dxh 800 coulter® cellular analysis system. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the white blood cell (wbc) tubing, diluent pickup tubing, and the red blood cell (rbc) pump but the issue was not resolved. The fse returned to the customer's site on a follow-up visit and replaced the blood sampling valve (bsv), bsv aspiration connectors, and the complete blood count (cbc) waste chamber to resolve the issue. The customer did not report of any further issues following replacements of the bsv, bsv aspiration connectors, and cbc waste chamber. Results: cbc waste chamber. (B)(4).